Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that over the last 8-9 months the patient has lost 30-40 lbs. And noticed changes at the ins pocket site and it was hurting them. Patient was concerned that the ins had moved. No further complications were reported/anticipated. Additional information was received from the patient. It was reported that the patient had lost 30-40 lbs so the ins was pressing against a nerve now. The patient said they could not lay down or sit up in certain positions without it hurting. The patient stated that their healthcare professional (hcp) had contacted the manufacturer representatives (rep) in the area and an appointment was being scheduled for the patient to meet with the reps the latter part of next week. The patient noted that the issue was not resolved yet. No further complications were reported.